Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient was hospitalized for the event and was being treated with unknown antibiotics. On an unknown date while hospitalized, pd therapy was discontinued. The cause of the peritonitis was unknown. The patient was still hospitalized at the time of this report. The outcome of this peritonitis event was unknown. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This report references the same patient as (B)(4). Date of event: the patient experienced peritonitis on an unspecified date in (B)(6) 2013. As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13a04047, h13c05032, h13d30020 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.